Event description:
It was reported that the patient underwent an explant procedure due to infection. The physician was unsure whether it was device or procedure related. The patient was placed on antibiotics and was doing well postoperatively. The explanted device components will not be returned as they were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7084836/7084738.